Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was capped and replaced and the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced several resets due to a no reason code power on reset (por) in a very short period of time. It is suspected that a short circuit resulting from a lead insulation failure during a ventricular fibrillation (vf) high voltage delivery, caused a device short and triggered a reset. The ICD and right ventricular (rv) lead currently remain in use. No patient complications have been reported as a result of this event.